Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-07049 for a description of the other event. It was reported to boston scientific corporation in 2006 that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy (peg) placement the same day (patient age, gender and weight are unknown). According to the complainant, during the procedure, the connection on the tubing became stuck in the stoma site. Forceps were used to retrieve the broken component. The procedure was completed with another device (device unknown.) No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Evaluation of the returned device revealed a jagged tear in the silicone tube. The cause of this malfunction cannot be determined.